Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894295 and gd894402 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for 13 days for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced peritonitis. The patient began treatment with unknown antibiotic. The patient's pd catheter was removed and pd therapy was discontinued. The patient recovered from the event of peritonitis. No additional information is available. This is report 4 of 4 involved in this peritonitis event.